Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the hospital during follow-up. Upon interrogation, the ICD (implantable cardioverter defibrillator) was in back-up vvi mode possibly affected by recent radiation therapy. Due to the patient no longer needed high voltage therapy, a download was not performed.